Manufacturer narrative:
The field service engineer (fse) found that the needle bellows of the instrument were not draining. Per a conversation with the fse she found that pinch valve vl13 was not actuating and was not allowing the needle bellows to properly drain. The fse replaced pinch valve vl13 and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak at the probe of the coulter lh 750 hematology analyzer instrument. The volume of the leak was about 3 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.